Event description:
The customer reported the device crashed and required several restarts. No report of patient injury.

Manufacturer narrative:
Repairs on this system were not disclosed. Therefore, no conclusion can be drawn. However, no reports of patient or staff injury.